Event description:
An optometrist reported that a pt was diagnosed with anterior uveitis with sterile central infiltrates, papillary conjunctivitis and mild corneal edema in the left eye associated with extended wear of focus night & day lenses. The pt initially presented in 2002 with moderate pain, watery discharge, moderate redness/injection, faint flare & 11-20 cells in anterior chamber. No culture was taken. Prescribed predforte, ocuflox & hematropine. Pt was seen for follow up visits on days later. The pt was leaving town 3 days later & was referred to optometrist to follow them while pt was there. In 2003, the pt returned to original optometrist and had completely resolved with no scarring & no reduction in visual acuity. Lens wear resumed on daily wear basis with lens care solution switched from complete to clear care. No further info is available at this time.